Manufacturer narrative:
Three samples from the patient were provided for investigation. The samples were investigated using a reference flame photometry method and the high sodium concentrations in the samples were confirmed. Investigations also determined that there was no indication of interferences with any of the drugs the patient was taking.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had questionable high results for three samples from the same patient tested for ion selective electrode (ise) sodium when tested on a c501 analyzer. It was stated that the high results occurred when measured on both of the c501 analyzers at the site. Of the three samples, one had an erroneous result that was reported outside of the laboratory. The sample resulted as 179 meq/l when tested on a c501 analyzer on (B)(6) 2016 and this value was reported outside of the laboratory. The sample was also tested on a siemens dimension exl analyzer and with an indirect potentiometry method, resulting as 178 meq/l. The patient was not adversely affected. The c501 analyzer serial number was (B)(4). The serial number for the second c501 analyzer was asked for, but not provided.